Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a navistar® rmt thermocool® electrophysiology catheter. It is not clear whether the procedure was an ischemic ventricular fibrillation (isvt) or an atrial fibrillation (afib). During the procedure, a cardiac tamponade was noticed. The patient became tachycardic and hypertensive. The cardiac tamponade was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed. The patient was reported to be in stable condition. There is no information about the hospitalization. The device was visually inspected and it was found in good conditions. The magnetic and temperature features were tested and no issues were noted. In addition, the catheter was deflecting correctly. Then, an irrigation test was performed and the catheter was observed occluded. The device was dissected and the root cause of the occlusion observed could be related to dried saline solution. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. Customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30245887m number, and no internal actions related to the complaint was found during the review. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade. It is not clear whether the procedure was an ischemic ventricular fibrillation (isvt) or an atrial fibrillation (afib). During the procedure, a cardiac tamponade was noticed. The patient became tachycardic and hypertensive. The cardiac tamponade was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 300cc of fluid was removed. The patient was reported to be in stable condition. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.